Event description:
Customer reported that she felt like her insulin pump was delivering insulin to her while it was in suspend mode. The customer stated she left her insulin pump on suspend for five minutes and her blood glucose dropped 20 points. The customer's blood glucose was 299 mg/dl. Troubleshooting found the insulin pump was over-delivering insulin. The customer stated her blood glucose would drop 20-100 points while the insulin pump was in suspend mode. The customer also reported two hospitalization events in (B)(6). The blood glucose at the time of admission was 40 mg/dl and 60 mg/dl respectively. Customer stated she was unable to stabilize her blood sugar, leading her to be hospitalized. The customer asked to have their insulin pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).